Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer stated that she has been having low blood glucose readings in the last few months. The customer stated that her blood glucose was in the 40s mg/dl, and the pump was not delivering any insulin. The customer stated that she once had to go to the emergency room to treat her low blood glucose readings. Customer will call back to troubleshoot.